Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2010. On (B)(6) 2010, a pacing failure episode and an increase of the atrial autothreshold were observed. Thus a reoperation was scheduled on (B)(6) 2010 to reposition the atrial lead. However, during the reintervention, the physician observed a ventricular pacing rate between 70-120 min-1. After the reoperation, no other anomaly was noted by the physician. He requested explanations about the observed pacing rate.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.